Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 562 mg/dl. The customer did not recall any significant event that may have caused the high blood glucose. Troubleshooting on the insulin pump was performed and no anomalies were noted. Customer declined performing the high pressure and displacement tests. Customer then mentioned it was possible the infusion set cannula never penetrated her skin, as the customer said upon removing the site it looked like the cannula was outside of the skin. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.